Event description:
The customer reported obtaining high hgb (hemoglobin) results for patients and qc (quality control) involving the coulter lh 780 hematology analyzer. While troubleshooting the issue with a beckman coulter cts (customer technical support) over the phone, the customer noticed a leak in the lyse pump and indicated that approximately 3 ml of fluid leaked. The customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye glasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts instructed the customer to perform an f09 (zap of aperture to burn off protein debris) to resolve the high hgb issue. The customer stated that the wbc (white blood cell) bath was very cloudy and the cts advised the customer to run a 50/50% bleach/deionized h2o in bath x3 and perform an f11 (extended prime) to clear up the bath. The cts also had the customer do a startup and bg (background) passed. Hgb (hemoglobin) was adjusted and qc (quality control) was repeated which passed within specifications. The patient samples which recovered high hgb results were then repeated. The customer then discovered a leak in the lyse pump and replaced the tubing to resolve the leak. The customer stated that the issues were resolved and the instrument is functional. Failure mode of the event is attributed to a leak in the lyse pump tubing; the issue was resolved by the customer with the help of a beckman coulter cts over the phone. (B)(4).